Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that revision has been scheduled due to loosening.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that revision has been scheduled due to loosening.

Event description:
It was reported that revision has been scheduled due to loosening.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products and therapy dates: persona tibia cemented 5 degree stemmed right size e, ref (B)(4), batch 62743398 (this device investigation is handled in (B)(4); the device was not returned to the manufacturer. Therefore it could not be analyzed. However, the x-rays provided have been reviewed. The loosening of the tibial component could be confirmed. Overall fit and alignment of the implants were appropriate. The bone mineralization is normal. No change in alignment or position of the implants over time was noticed, although there is progressive radiolucency along the tibial component. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.